Manufacturer narrative:
One sterile 7207675 7x25mm biorci-ha screw with 8mm head returned. Dimensional inspection verifies that this is a 7x25mm product. It is one year old. The complaint indicated ¿biorci screw broke while being inserted into femoral tunnel¿. The screw is in poor condition. There is a stress fracture approximately 3.5mm from the distal tip. Other threads have been cracked and rolled. The rest of the distal threads are missing. This approximate 3.5mm of material was not returned. The complaint indicated that a small piece was left in the patient. The patient¿s bone quality was listed as hard. It was reported that a starter tap was offered but refused. This product requires a stepped router for prep in order to create the countersink for the larger screw head to seat into. Without the countersink the screw encounters resistance before it is flush. No further investigation is warranted. The root cause of this event was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).

Event description:
It was reported that a biorci screw broke during insertion into the femoral tunnel during a pcl reconstruction surgery. The procedure was completed using a backup screw. A delay of less than 10 minutes was noted. No patient injury or complications were reported.